Event description:
The customer reported during an unknown procedure, the wire snapped inside the control head during inspection prior to use. As they started, the wheel was getting stiff and the wire snapped. The procedure was abandoned. The customer reported the delay was clinically relevant. The customer had a similar device available but the patient was reported to be in pain and distressed so they did not proceed with the intended procedure. The intended procedure will be rescheduled. The device was returned for repair and the channel was determined to be blocked with foreign material. This is a reportable event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: light cover glasses chipped and adhesive uneven, optical cover glass scratched and adhesive uneven, distal end adhesive lifting, marks on image, down/right/left/angle not to specification and up/down/right/left angle has play, air and water channels blockage evident, and water flow and water removal not to specification. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the snap of the angulation wire occurred by angulation manipulation with excessive force or accumulated stress from repeated angulation. However, the root cause could not be determined. Furthermore, the cause of the blockage could not be identified because no details regarding the foreign material were provided. The foreign material was not visible, and no photos were provided. In addition, the channel of the device was replaced. Therefore, an abnormality in the channel could not be eliminated completely. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope inspection of the bending mechanisms: warning if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.¿ ¿precautions: warning if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation. If the angulation control knob is locked. If the angulation control mechanism is not functioning properly.¿ ¿withdrawal of the endoscope with an irregularity: warning if the endoscope or endo therapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope or endo therapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endo therapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus.¿ ¿operation manual inspection of the endoscopic system inspection of the objective lens cleaning function depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. After checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image.¿ ¿reprocessing manual precleaning the endoscope and accessories flush the air/water channel with water and air: caution to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.